Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to pull patients. A technical support specialist dialed into the server and checked the issue. Then tss reviewed that the role assigned to the user and verified the permissions and security group. It was found that the user did not have enough access. The tss informed the customer through email to review and update the access. After several follow-ups, there was no response received from the customer and the case was closed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the user was unable to pull patients. The customer stated that this malfunction caused a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.